Event description:
Additional information was received indicating the surgeon stated the plunger went over top of the lens and he was afraid to inject the lens for fear it was scratched. No confirmation it was actually scratched in the process, but he didn¿t want to risk injecting it in the eye only to possibly have to remove it.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3., b.5. And d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was an issue with a front leading haptic. The surgeon also noted the iol was scratched. There was patient contact, but no patient harm was reported and the procedure was completed the same day. Additional information has been requested.